Event description:
The patient's mother reported that the patient's system was removed due to infection. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.